Event description:
It was reported by service report that the foot end lift was leaking fluid onto the floor. No patient was involved and no adverse consequences were reported.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.